Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 16, 2019, during an unknown trauma procedure due to a fractured tibia, the driving cap threads broke off inside the insertion handle at the connection point upon insertion of an unknown tibial nail. The nail was hammered into position using the insertion handle and the procedure was successfully completed without a surgical delay. Patient status was unknown. Concomitant device: insertion handle for suprapatellar (part # 03.010.440, lot # unknown, quantity 1) unknown tibial nail (part # unknown, lot # unknown, quantity unknown) this report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.475, lot: 9166929, manufacturing site: bettlach, release to warehouse date: 03 feb 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified investigation flow: damage visual inspection: the driving cap (p/n 03.010.475 lot 9166929) was received showing the entire distal tip (both threaded and non-threaded portion) broken off at the laser weld. The fragment was returned. No other issues were identified with the returned components of the device. The insertion handle (part #: 03.010.440, lot #: 14-1594) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional inspection: drawing: connector f/insertion handle f/pfna se feature: distal tip diameter (non threaded portion) specification: 6.15 mm +0/-0.2 mm measured dimension: diameter adjacent to fracture location, 6.05 mm result: conforming document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Connector f/insertion handle f/pfna se during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap (p/n 03.010.475 lot 9166929) as the entire distal tip (both threaded and non-threaded portion) was broken off. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.